Event description:
It was reported the device will not power on even with new batteries. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, side bail covers, and lead flex cover are broken. Battery release, heart block, and heart wire contacts are contaminated. Lead flex o-ring, serial number label, battery drawer o-ring, and two heart block screws are missing. Battery contacts are contaminated and damaged. Keyboard is scratched. It is noted there is evidence of non medtronic person disassembling and reassembling the device; appears there was an attempt to change the battery contacts and the output connectors. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.